Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a skin irritation that occurred on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. The irritation was described as a burning and itching rash, located under the sensor tape. The affected area was treated with 2 layers of IV-3000, 3m tape and prescription cream. Name of prescription cream was not provided. Patient declined to answer any questions pertaining to the medical intervention. No additional event or patient information is available. The sensor was inserted into the arm. The dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).